Event description:
It was reported that the right ventricular lead had a low sensing value. The lead remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52 lead (B)(6) 2013; 439878 lead (B)(6) 2013. (B)(4).